Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the observation could be confirmed. The interrogation attempt led an unexpected programmer shutdown. After removing the unicode characters from the lead serial number field using analysis equipment, the device interrogation was successfully performed. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, the impedance measurement functions of the device were thoroughly tested. There was no indication of a pacemaker malfunction. Psw 2302.n and psw 2401.n the unexpected shutdown occurs under special circumstances, if japanese was selected as the language setting for the programmer during the previous follow-up, and full size letters (unicode) were entered in the lead serial number field on the patient information of the implantable device. In this particular case, the lead serial number started with 2 digits from half size letter and used full size letter to complete the serial number. The event is caused by insufficient string length checking if specific unicode characters are entered with the japanese language setting for the lead serial number, allowing a truncation of the string sent to the amvia sky. If such a truncated string is interrogated, the programmer will shut down unexpectedly and the pacemaker cannot be interrogated or reprogrammed. The robustness of unicode string length checking and processing has been enhanced within quality improvements of psw 2402.n. Furthermore, as of psw 2402.n the lead serial number can only be entered with the non-unicode keyboard.

Event description:
This device was explanted due to being in backup mode. No adverse patient events were reported. Should additional information be received, this file will be update.